Manufacturer narrative:
D6b: unk. H4a: unk. 4110: a lens work order search has been performed: no similar complaints within associated lots were found. 10: returned product evaluation - the subject lens was received dry with residue/debris within a microcentrifuge tube. Visual inspection found a haptic bent lens. Dimensional inspection found the lens to be within specifications. Manufacture narrative: secondary surgical iontervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and an over/under correction. The lens was later removed. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.